Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope image disappeared and a b30 error was displayed. The event occurred during a sarcoidosis procedure and the operation was aborted as a result. The customer attempted to exchange the processor /light source; however, the issue persisted. The scope was tested afterwards, and the error did not appear again. The customer mentioned that the issue did not occur with other bronchoscopes. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the video processor that was used with the evis eus ultrasound bronchofibervideoscope.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the customer reported event was only partially confirmed. The cause of the b30 error was due to debris, foreign material, and corrosion on the electric contact part of the video connector. Although the fault described by the customer was not confirmed, the probable cause was due to contacts at the plug unit. In addition, deform distal end, bending section glue chip, connecting tube buckle, connector plug unit connection, and image guide bundle spider webs were observed. It was assumed that the defect was cause by wrong user mishandling. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to damaged electrical contacts causing temporary communication loss. Olympus will continue to monitor field performance for this device.